Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were in hospital on an unknown date due to high blood glucose level. The blood glucose level of customer was over 900 mg/dl. No further information was provided. The insulin pump will not be returned for analysis.